Manufacturer narrative:
G4: 18sep2020. The customer replaced the defective exhalation flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07aug2020.

Event description:
The customer reported the unit autocycles. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The manufacturer's technical services (ts ) confirmed the reported issue. Ts advised the caller that it could be caused by an issue with settings and to perform a complete (performance verification test) pvt per the service guide to determine if there is anything wrong with the unit. Ts advised the caller that if the unit passes all testing then it is safe to return to service. The customer performed a complete pvt to address the reported problem. The unit has been returned to service.